Event description:
Three stryker reciprocating blades, double sided, offset (70.0 x 1.0 x 12.5mm), broke at same portion of blade during a tkr. Two blades from one lot # (18017067, exp 02/01/2023) and (1) from another (18052017, exp 04/01/2023).